Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen unresponsive and flickering. No patient involvement or harm was reported.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer reported the display is not showing the proper screen, and missing bit of information. Patient/user involvement: no patient harm reported. No patient information provided. Resolution and disposition: the manufacturer's field service engineer replaced the vga pcba to resolve this issue.

Event description:
The customer reported the touchscreen unresponsive and flickering. No patient harm reported.